Event description:
Customer reports patient was in emergency room for back pain. Patient needed to use the toilet and was assisted to the toilet by a care giver. Patient was instructed to pull the toilet switch when finished and care giver would assist patient back to emergency room. Patient did pull the switch, however it malfunctioned and no call was sent to the master station, nor did the dome light illuminate. Patient remained in toilet for approximately 20 minutes. Patient was reported as emotionally upset when found, but there was no injury reported due to the alleged event.